Event description:
A pt reported blood glucose results of "9.3 mmol/l and 5.6 mmol/l" with a lifescan meter performed within 10 minutes of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The meter, test strips, and control solution were replaced.